Manufacturer narrative:
(B)(4). Per the user facility, the tubing was clamped on both sides of the flow probe but the alarming continued. There was no noticeable damage.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor kept alarming while weaning from bypass. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to operate within specification, with no intermittency observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.